Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during archive data review but was not reproduce during functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse platform worked as intended. The root cause for the user advisory (ua) 45 error message was due to the driveshaft not being at the "home" position, which was likely attributed to user error. During visual inspection, there was no physical damage observed on the autopulse platform. The autopulse platform passed the initial functional testing without any fault or error. A review of the archive data showed (ua) 45 error messages to have occurred multiple times around the customer's reported event date, thus confirming the reported complaint. The error message was cleared by the user and was not reproduced during the functional testing. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The user advisory (45) error message observed in the archive is easily clearable by the user. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During the call, the autopulse platform (sn (B)(4)) was used on a patient in cardiac arrest. The autopulse platform operated in continuous compressions mode for 30 minutes during the transport time to the hospital. The platform was paused several times to perform a rosc check. In the emergency room, the device was restarted and then paused. Upon restart of compressions, the platform displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. The crew immediately switched to manual CPR. No consequences or impact to the patient.